Event description:
A surgeon reported that during a lasik procedure, the pt's eye moved and suction was lost. The flap was completed, however, the flap cut was partially incomplete. The surgeon used a diamond blade to complete the cut, and the relative treatment was delivered. No pt harm was reported. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).